Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a femur fracture. During the revision procedure, biomet product was removed and replaced with competitor product.

Event description:
It was reported patient underwent a total right hip arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated for a femoral fracture two weeks post surgery. There has been no reported revision procedure to date.